Manufacturer narrative:
The fse confirmed a confirmed a clenz reagent leak under the right side of the instrument near the flow cell. The leak was from valve vl53b, feed-thru fitting ff156, and was caused by lack of pressure through valve vl53d. The fse replaced vl53d tubing and cleaned the port on connection from vl53d tubing to vc26 (the waste chamber), restoring pressure to vl53d and resolving the leak from valve vl53b, ff156. The instrument was then verified as operational, meeting published performance specifications. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a leak of clear fluid of approximately one half cup (4 fluid ounces) in volume coming out from the right side of a coulter lh 780 hematology analyzer, behind the laser. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.